Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving compounded baclofen via an implanted pump. It was reported that the patient elected to have the pump removed because it was uncomfortable.